Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a detached catheter cuff was confirmed and the cause was determined to be use related. The product returned for evaluation was an 8fr groshong chronic cvc. The sample was returned with the catheter having been cut into three sections: one small segment attached to the luer stem, the main catheter body, and a segment between the two. No cuff was returned for evaluation. Upon examination of the catheter it was determined that the cuff had originally been attached between the 24 and 25 cm depth markings as adhesive residue was still present in this region. The surfaces between the catheter segments were cleanly formed with sharp edges which suggested the catheter was cut (rather than broke). Microscopic examination of the cuff adhesive residue showed that it was uniform in application and appeared to have been applied appropriately. Tactile evaluation of the catheter revealed extreme tensile weakness starting near the center of the cuff adhesive residue and extending throughout the catheter body proximal to the previously attached cuff. These features are characteristic of the catheter having being pulled under extreme tension between the cuff and catheter segment proximal to the cuff. This event appeared to have caused the cuff to detach and the detached cuff did not appear to be the result of any deficiency in product quality or manufacture. The product IFU warns that during tunneling, ¿the catheter must not be forced.¿

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reau2018 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the dacron cuff came away from the catheter during insertion. The cuff remained in the tunnel. The catheter and dacron cuff was removed and replaced with another catheter. No patient injury reported.